Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device powered up properly after the test battery was inserted. Device was monitored for 2 days. No blank display noted. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The insulin flow blocked alarm functions properly during the basic occlusion test and force sensor test. Unable to verify insulin flow blocked alarm during the occlusion test due to missing retainer. Unable to perform the displacement test, occlusion test and delivery accuracy test due to missing retainer. Unable to test for possible under delivery anomaly due to missing retainer. No pump error 43 noted during testing. The motor was tested outside of the device and passed. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Device uploaded properly using carelink. Device also had a missing reservoir tube o-ring, missing display window cover, scratched case, cracked case at the corner of the belt clip rail, pillowing keypad overlay and loose/shifted serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020, with blood glucose of 3357 mg/dl. Other values were 500 mg/dl and 362 mg/dl. The customer was treated with intravenous drip and manual syringes. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer does allege that insulin pump was under delivering because the insulin pump did not gave her insulin. Customer was using auto mode feature. The insulin pump will be returned for analysis.